Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the balloon did not inflate. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single device. The visual inspection of the returned product noted: that the insufflation port was broken. The locking collar, valve seal and valve doors appeared intact. The inflation syringe and obturator appeared intact. The cracked insufflation valve prevented the balloon from being inflated. The valve seal actuated opened and closed when the button was pressed. The valve doors move and securely locked into position. The lock collar was able to move up and down the cannula and firmly lock into place. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken insufflation port may occur when excessive force is applied during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.